Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event eight days after onset. On the same day as diagnosis, the patient was treated with intraperitoneal (ip) ancef (dose, frequency and duration not reported) and ip fortaz (dose, frequency and duration not reported). Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.